Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual review of the screw confirms the head fractured. Fractured piece from head returned. Screw remains implanted. Damage to the screw shows deformation of the outside diameter of the head. Gouges under the head taper. Sem analysis demonstrated that the screw was fractured due to bending overload. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a hip arthroplasty, the head part of the screw fractured off. Screw part remains in the patient. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No new/additional information was provided. Complaint reopened to correct coding and product disposition. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.